Event description:
The medtronic principal territory manager reported via email that the insulin pump alarmed button error. The reporter did not provide the blood glucose reading. A callback in an attempt to have the insulin pump replaced was made to the customer unsuccessfully. No other information was captured outside of the message received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.